Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient stated that he was asleep, and his wife could not wake him up. The cgm was displaying 70 mg/dl so it did not alarm for low, but his bg level was below 40 mg/dl. He stated that 911 was called and when emergency medical services (ems) responded, they provided him with IV glucose. At the time of the report he was feeling normal. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.